Event description:
A customer reported receiving an unspecified "error" message on her adc glucose meter when a sample is applied to the test strip. As a result of this issue, the customer was unable to test and reported that at approx. 9:30pm "while getting ready for bed she lost consciousness and had a seizure due to the meter not working." Paramedics were called and transported the customer to an emergency room where she was diagnosed with hypoglycemia, and treated with intravenous glucose. The customer was unconscious when paramedics arrived at her home, and was unable to say what treatment the paramedics provided. She recalled receiving glucose at the hospital. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)

Manufacturer narrative:
This is an initial report. The product has been returned, and an investigation is in progress. A follow-up report will be submitted once additional information is available. (B)(4).